Event description:
It was reported that the lesion below the femoral popliteal bifurcation was prepared with a 5mm balloon dilatation catheter. The 6x80mm supera stent delivery system (sds) was advanced without reported issue. During deployment, the stent partially deployed; however, could not deploy anymore. During removal, about 2-3 cm of the distal tip had detached. The entire device, including the detached tip was able to be removed via the sheath. Reportedly, nothing was left in the anatomy. Another supera stent was successfully implanted at the lesion site. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Only the stent implant and the separated distal tip were returned; therefore, the tip separation was confirmed. The deployment difficulty could not be confirmed as it was based on circumstances during use and the delivery system was not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Per the supera instruction for use, the recommended pre-dilatation diameter for a 6 mm stent is greater than 6.8 mm balloon. In this case, the vessel was pre-dilated with a 5 mm balloon which likely contributed to the reported difficulties. Based on the reviewed information, no product deficiency was identified.